Event description:
It was reported that the device had an electrical reset from a flipped bit. The device restored to programmed settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk file (B)(4), showed a partial reset counter of one, firmware reason hexadecimal(hex) number of 7008, write data (wd) reason hex of 20, reset wd reason was clock stop (clkstop) status, reset of the firmware reason was incorrect programmable parameters checksum detected, on (B)(6) 2012.